Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce. This report will be report under: 0002648920-2025-00255.

Manufacturer narrative:
(B)(4). D10: cat# 00801803214 lot# unk femoral head non-skirted 12/14 taper cat# 00634105632 lot# unk liner 7 mm offset 32 mm i.d. For use with 56 mm o.d. Shell unk fiber-metal taper size 25 stem the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the revision procedure, there were multiple attempts to retain the well-fixed cup and seat the locking ring however, the acetabular component was revised due to unsuccessful intervention. While removing the cup the medial and inferior bone fragmented. It was reported that no further information could be provided.